Manufacturer narrative:
The tp2 and ldhi2 reagents' lot numbers and expiration dates were not provided. Qc was acceptable on the day of the event. The alarm trace showed an abnormal aspiration alarm. The sonicwash seemed to be insufficient and the mixer was not clean. The customer ran 5 cycles and had an automatic sample probe cleaning. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's serum/plasma sample tested with total protein (tp2) assay and lactate dehydrogenase (ldhi2) assay on a cobas pro c503 analyzer. Tp2: initial result: 66.6 g/l. Repeat result: 88.3 g/l. Ldhi2: initial result: 252 u/l. Repeat result: 388 u/l. The sample was repeated due to the electrophoresis results. The repeat results were deemed to be correct.

Manufacturer narrative:
The field service engineer (fse) visited the customer's site on (B)(6) 2023. He replaced the ultrasonic and soda washing station of the sample needle. The fse also adjusted the sample needle. He did a mechanism check, replaced the wash pipes, and controlled the rinsing volumes. The service actions done by the fse resolved the issue. The instrument was performing within specifications after the service intervention. The cause of the event could not be determined. No further issues were reported afterward.